Event description:
A consumer reported awaking with eye pain in his right eye during the night while sleeping in focus 1-2 week contact lenses. He removed lens, used lens drops & went back to sleep. He awoke with red eye & sought care at urgent care facility. Ulcer diagnosed & referred to ophthalmologist next day. Report from ophthalmologist states corneal ulcer, right eye, was diagnosed. Ulcer located at 12 o'clock periphery (outside visual axis), 1 infiltrate (1.5mm), staining, severe pain, scraping/culture indicates pseudomonas, mild anterior chamber reaction, scar (1.0mm) rx d ceftriaxone. Pre-event visual acuity unk. Last reported visual acuity 20/40. Prognosis/resolution healing, expected to do well. Event resolving. Request has been made for add'l info; however, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a probable infectious corneal ulcer." The device history records & sterility records have been reviewed by mfg and found to be in compliance.